Manufacturer narrative:
A new footswitch was ordered for the facility. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "intermittent issues with footswitch" (device stops intermittently); "system message displayed" (device displays error message). A nurse reported having intermittent problems with the foot pedal. According to the report received by the company service representative, this event happened during a case. There was no patient or procedural impact. The foot pedal was able to be used throughout the case. The nurse reported having to wipe down the foot pedal at one time due to an error that read wipe down threads. There was a slight delay of approximately 5 minutes. A new footswitch has been ordered for this facility.